Manufacturer narrative:
Product complaint # ==> pc-002047326 investigation summary ==> priming problem: the cause of the priming problem was an unintended user error for the miscommunication of the anti-coagulation of the patient that resolved with a new pump placed with correct technique. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot : 2001314 device history batch ==> subcomponent lot : n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61-year-old male patient was hospitalized for protected percutaneous coronary intervention (pci) with impella cp with a known history of coronary artery disease, renal insufficiency and diabetes mellitus with a left ventricular ejection fraction of 55 mmhg and a mean atrial pressure of 102 mmhg before the pci. Impella cp was placed before the percutaneous coronary intervention with ultrasound-guided micro-puncture via the right femoral artery. After successful impella cp insertion and single access obtained, it was noted that there was a miscommunication between physician and staff regarding anticoagulation, as no anti-coagulation was given prior to insertion. Shortly after this, ¿air in purge¿ red alarm was noted on the automated impella controller. The treating physician decided to remove this pump forgoing troubleshooting or de-airing the system due potential risk associated pump insertion without anti-coagulation. For insertion of the second pump, anticoagulation was given and an activated clotting time of 314 seconds was reached. Subsequently, the original 14 french x 25cm peel-away sheath was aspirated and flushed. A new impella cp and purge system was inserted without any issues and the revascularization was completed with the second impella cp pump. The care team did mistakenly omit the administration of anticoagulation, which is an important deviation from the instructions for use. The recommendations of the manufacturer are to anticoagulate with systemic heparin to get an activated clotting time of more than 250 seconds or higher during insertion, preventing thrombosis, and 160-18 seconds during impella support. Nevertheless it was conservatively coded for "device revision or replacement" and a potential "delay to treatment/ therapy" without an obvious harm to the patient. Thus, inadequate or interrupted anticoagulation can further increase this risk, making thrombosis a multifactorial event involving both patient condition and mechanical circulatory support. The first impella cp product was returned to the manufacturer. This event involved a priming issue on an impella cp pump. The pump was replaced as preventive measure and the patient was successfully supported.